Manufacturer narrative:
Concomitant product: sigadaptxl, sig power sigadaptxl linear xl adapter (serial#unknown); sigphandle, sig power sigphandle handle (serial#unknown); sigpshell, sig power sigpshell control shell (lot#n2c0710y). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic-assisted laparoscopic nephroureterectomy procedure, the powered stapler was being fired at the bed side. The powered stapler was set up correctly, they articulate the reload and had it over the vessel. The surgeon started firing and all of a sudden the third column displayed "yellow with a3". The surgeon tried it again but it did not work. The jaws were locked on the tissue and the surgeon did not want to open the jaws to restart. Manual retraction tool was tried but was not working. The surgeon decided to clip both sides of the vessel and attempt to open the stapler and remove it. The stapler could not open and could not straighten. They do troubleshooting like manual retraction tool, restarted the power handle, disconnecting and reconnecting the handle to adapter but none of these worked. The surgeon created a larger incision at the stapler port to remove the stapler. The surgical time was extended due to the product problem.

Manufacturer narrative:
D10 concomitant product: sigadaptxl, sig power sigadaptxl linear xl adapter (serial#(B)(6)) additional information: b5, d9, d10, g3, h3, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic-assisted laparoscopic nephroureterectomy procedure, the powered stapler was being fired at the bed side. The powered stapler was set up correctly. They articulated the reload and had it over the vessel. The surgeon started firing and all of a sudden the third column displayed "yellow with a3". The surgeon tried it again but it did not work. The jaws were locked on the tissue and the surgeon did not want to open the jaws to restart. Manual retraction tool was tried but was not working. The surgeon decided to clip both sides of the vessel and attempt to open the stapler and remove it. The stapler could not open and could not straighten. They did troubleshooting like manual retraction tool, restarted the power handle, disconnecting and reconnecting the handle to adapter but none of these worked. The surgeon created a larger incision at the stapler port to remove the stapler. The surgical time was extended approximately 25 minutes due to the product problem. The surgeon used clips to resolve the issue.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument's knife bar was herniated from the side of the product, there was damage to the instrument's adapter lugs, and the articulation flag was bent. It was reported that the articulating device experienced difficulty in straightening or aligning distal end to the neutral position, the device initially fires, but failed to complete the firing cycle, the jaws of the device remain closed on tissue. The reported issues were confirmed. The most likely cause could not be established from the information available. It was also reported that the screen displayed a yellow swimlane aligned with the reload symbol. This indicates a general reload error. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.